Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed. - this occurrence was noticed at start-up. The self-test failed. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - a continuous alarm was observable both visually (error code) and through hearing. Tf 446016 (tfalls_watchdogfailedbm_breathdata-calc). - the device log files (service log, error log, event log) were provided to hamilton medical ag except of the instrument report. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. Follow-up 2 - additional information: updated fields. Investigation result: final reportability assessment: it was reported that the self-test was not successful but the second startup attempt was successful. There was no patient involvement. It is unknown, if the device was used on a patient after the succesful startup. In general, a failed self-tests is not considered critical as they occur without patient involvement. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. However, due to the unknown details of the complaint, this cases remains preventively reportable. The device was inspected by a service technician. The technical support engineer guided the complainant to troubleshoot the device and indicated that the communication board most likely was not properly inserted. He instructed the complainant to reinsert the communication board properly. On 19.12.2024 the field technician reported that the communication board had a loose screw. The field technician tightened the screw, performed successfully the service software tests and the device could be returned for use again. Therefore, the cause of this event turned out to be a loose screw on the communications board. The cause is traced to maintanance.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This occurrence was noticed at start-up. The self-test failed. The hamilton vigilance reporting decision strategy prescribes to report startup issues. A continuous alarm was observable both visually (error code) and through hearing. Tf 446016 (tfalls_watchdogfailedbm_breathdata-calc). There is no patient involvement reported.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed. - this occurrence was noticed at start-up. The self-test failed. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - a continuous alarm was observable both visually (error code) and through hearing. Tf 446016. (Tfalls_watchdogfailedbm_breathdata-calc). - the device log files (service log, error log, event log) were provided to hamilton medical ag except of the instrument report. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.